Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the handpiece overheated during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found no fault or malfunction with the device. The handpiece was cleaned, tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.